Event description:
Healthcare professional reported, a right side capsular contracture, baker grade iii. And exchange, due to concerns with the product. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been or will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: capsular contracture, baker grade iii. And exchange, due to concerns with the product.

Event description:
Healthcare professional reported a right side capsular contracture baker grade iii and exchange due to concerns with the product. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety/product/procedure: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. Additional observations: observed opening device assessed as surgical damage. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: a2, d9, h3, h6